Event description:
It was reported to medtronic minimed that the customer's pump had a damage and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for damage and the customer reported a damage to the battery tube threads and battery compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was partially performed for replace battery alert. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and pushed the battery tube assembly back into position. Blank display noted and unit was unable to power on. Unable to download unit using thump software. Moisture damage was noted on electronic assembly. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and cracked keypad overlay at select button. In summary, customer allegation for cosmetic damage confirmed when battery tube threads - cracked and cracked case (battery tube) was noted during visual inspection. However, unit was received with a blank display due to battery cap not making contact with battery. Unable power on unit and functioned properly after the battery tube was pushed back in position due to corroded electronic assembly. Unable to confirm customers alleged for unexpected battery power loss due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.